Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger and lens are advanced to the fill line. The trailing haptic is in the optic fold. The leading haptic is extended. A qualified viscoelastic was indicated. The report of "lens did not open in the eye" does not match the condition of the returned product. The lens has not been delivered from the device. The lens is advanced to the fill line. No damage or abnormalities are observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens did not open up in the eye. Other product was used to complete the surgery. There was no harm indicated. Additional information was requested.